Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2014. During the procedure, the obturator fractured and was removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.